Event description:
It was reported that during a procedure, using 12w, "lasering stopped after using the system for an hour". Additional information states "high temperature of the system because of the very low level of water". The procedure could not be completed. No patient or user injury was reported.